Event description:
It was reported that the right ventricular (rv) lead's pacing impedance was high and slightly out of range. No other issues were observed on the rv lead and other parameters tested normal. The possibility of a rv lead revision was to be discussed. The patient was stable.

Event description:
New information received notes the right ventricular (rv) lead was scheduled for an extraction due to the observed high pacing lead impedance. The rv lead was explanted and replaced. The patient was stable.